Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the dependent patient reported to the emergency room at the hospital with fatigue. It was noted that the patient had intermittent dropped beats and three second pause episodes on electrocardiograms (EKG). Upon interrogation, the implantable cardioverter defibrillator and right ventricular lead exhibited oversensing potentially due to myopotentials or lead noise which resulted in the pauses. Inhibition of pacing was noted. All other parameters were normal. The patient was checked in the critical care unit. Noisy signals were reproducible with isometrics. Programming changes were made to increase the maximum sensitivity. No further oversensing was observed after the programming changes. The patient was reported to be stable.